Event description:
It was reported that device had software reset. The device was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of backup vvi reset was confirmed in the laboratory and was caused by a power-on reset (por). The device was tested on the bench and using automated test equipment and no anomaly was observed. The root cause of the por could not be determined.